Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported when a care area is selected, the first letter is already populated with m and we can't back space to clear it which was reproduced. The cause was determined to be failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would intermittently power to options screen after restart, when they select care area, the first letter was already populated with m and they could not do back space to clear it. The event occurred upon power up in the progressive care unit. There was no patient involvement. No additional information is available.